Event description:
It was reported that the customer experienced a blood glucose (bg) level of 39 mg/dl. The cause was unknown; however customer believes it was possible they delivered too large of a bolus for the amount of carbohydrates consumed. Customer required assistance from family member to treat bg level via consumption of carbohydrates. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.